Event description:
It was reported that during an unknown procedure, the surgeon followed the steps of use as circular anal dilator, purse-string, inserts for device, wait 30 sec before firing and release safety button. He squeezed firing trigger with two hands but felt abnormally on the device. He squeezed plastic to plastic position, but no crunch sound was heard; then he still tries second time to squeeze with extra force, but still cannot hear the crunch sound. Finally he gives up squeezing the handle after few attempts. Then he opens a stapler and found all staples not formed. The anastomosis was opened. Then he used diathermy and suture to close the wound and control bleeding. Plastic washer with an uneven cutting mark by knife. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Breakaway washer cut off center. The analysis results found that the device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. Ees field quality engineer reviewed two images and provided the following conclusion: it is my opinion that a probable root cause was a tissue imbalance, that when compressed creating enough anvil tilt, that the knife contacted the anvil surface preventing full knife advancement and staple deployment, resulting in an improper cut and non formed staples.